Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error alarm. The customer¿s blood glucose level was 200 mg/dl. The customer states that the pump had received a pump error alarm that was red light flashing and a little dot is flashing and vibrating and could not get it to stop alarming on high. Troubleshooting was performed for critical pump error alarm. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.